Manufacturer narrative:
The dispatched fse could confirm the reported issue and identified a malfunction at the pcb that controls display and user interface. The device was tested after the replacement of the particular board, exhibited no other problems and was returned to use. The pcb was subject to in-depth testing in the manufacturer's lab. It could be determined that the protective lacquer on the crystal circuit was not properly applied. It was possible to provoke resets of the two processors that control the display resulting in the observed behavior. The specified device response is to alarm the user and to shut-down automatic ventilation which is confirmed by the user's report. The user may switch-off the device completely and use the manual breathing bag for patient support; the IFU reflects this. However, the user reportedly swapped the device and, no patient consequences have occurred. The error condition is to be associated to a production fault and considered a very rare case. Repair exchange of the affected functional unit has fully solved the device problem.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00246.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that the screen froze during a case and when the user rebooted the machine in an attempt to restore function, the machine froze at the 'running man' screen and would not complete the reboot. The machine was swapped out and there was no patient injury reported.